Event description:
It was reported that in the month following the implant procedure, the patient experienced cardiac decompensation and liquid formation in the pocket due to a system infection. The patient has been hospitalized for treatment and the system remains implanted at this time. Additional information regarding resolution and patient status were requested, but not yet received.